Event description:
It was reported that balloon rupture occurred. A 100% stenosed target lesion was located in the moderately tortuous and mildly calcified left superficial femoral artery. A 3.0mm x 220mm x 150cm coyote balloon catheter was advanced for dilatation. The balloon was initially inflated at 8 atmospheres (atm) for 30 seconds. However, during second inflation at 10 atm for 30 seconds, the balloon ruptured. The device was removed and a pinhole at the middle part of the balloon was found. The procedure was completed with another of same device. No patient complications nor injuries were reported and the patient status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Initial reporter city: (B)(6).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole 35mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there is a pinhole in the balloon. (A2) age at time of event: 18 years or older. (E1) initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. A 100% stenosed target lesion was located in the moderately tortuous and mildly calcified left superficial femoral artery. A 3.0mm x 220mm x 150cm coyote balloon catheter was advanced for dilatation. The balloon was initially inflated at 8 atmospheres (atm) for 30 seconds. However, during second inflation at 10 atm for 30 seconds, the balloon ruptured. The device was removed and a pinhole at the middle part of the balloon was found. The procedure was completed with another of same device. No patient complications nor injuries were reported and the patient status was good.